Event description:
Notes from the history and physical (h&p): the patient "who has a known history of acute on chronic systolic heart failure, paroxysmal atrial fibrillation, hypothyroidism status post thyroidectomy. She had an implanted saint jude automatic defibrillator placed previously. The patient has begun having significant tachycardia, palpitations, shortness of breath that she states has no associations with activities nor with rest. She has no exacerbating or alleviating factors to report. Patient is having a lead malfunction with recommendations for lead extraction and exchange with a new atrial lead." Procedure notes: indications: this is a middle-aged female with a dual-chamber automatic implantable cardioverter-defibrillator (aicd). The atrial lead is malfunctioning with noise on the atrial lead. The patient has not had any recent aicd shocks. Removal of automatic implantable cardioverter-defibrillator: lidocaine 1% was used for local anesthesia, which was infiltrated into the left pectoral region. A 10 cm incision was made with a plasmablade, was extended down to the fibrous capsule. Fibrous capsule was opened using the plasma blade. The defibrillator and the leads were removed from the wound pocket. The existing defibrillator was a st. Jude medical model 2357. The defibrillator was disconnected from the leads. Lead extraction of the pacemaker lead: the existing atrial pacemaker lead was a st. Jude medical model 1688. A 46-cm stylet was placed in the body of the lead. The outer screw was retracted using the fixation tool. The lead was removed using traction. Implantation of defibrillator with leads: the existing aicd lead was a st. Jude medical model 17120q, 58 cm. The r wave was 11.7 mv, right ventricular capture threshold was 1 v at 0.5 msec, lead impedance was 530 ohms. Over a glidewire a long 6-french venous sheath advanced to the right atrium. Through this sheath, an atrial lead, st. Jude medical model 2088, 52 cm, was advanced and placed in the right atrium. The p wave was 5 mv and the atrial capture threshold was 0.4 v at 0.5 msec, lead impedance was 718 ohms. Both the leads were connected to the pulse generator site, which was a st. Jude medical model cd2357. Automatic implantable cardioverter-defibrillator pocket revision. The patient tolerated the procedure without complication.